Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances and noise. The ra lead was programmed off and the patient was monitored for some time. At the time of removal, it was confirmed under fluoroscopy that the ra lead inner coil had fractured at the level of the clavicle. Physician made several attempts to remove the lead and the ra lead ultimately was freed. No additional adverse patient effects were reported.